Manufacturer narrative:
It was reported that a d series light head allegedly detached from the cardanic. A stryker field service technician (sfst) went onsite and found that the four screws were no longer securing the cardanic to the light head. Further investigation was performed and it was determined that the light has exceeded its expected lifetime. The customer has removed light head from service. There was no patient involvement, although there was report that the nurse was hit in the arm. After confirmation from the customer site, there was no serious injury or adverse consequences to the nurse.

Event description:
It was reported that a d series light head allegedly detached from the cardanic. There was no patient involvement, although there was report that the nurse was hit in the arm. After confirmation from the customer site, there was no serious injury or adverse consequences to the nurse.